Event description:
On 1/14/2010, cardiacassist was notified by the hospital staff of a patient death due to an exsanguination. Support for the patient had been initiated without incident on (B) (6) 2010 and the transseptal cannula and arterial cannula were reportedly sutured in place with no complications. The patient was then moved to cvicu, and an xray was performed at bedside upon arrival to the unit. Shortly after that, the nurse attending to the patient noticed, the dressings were saturated with blood. The nurse then attempted to change the dressings and found that the hospital supplied arterial cannula had dislodged. The nurse attempted to re-insert the arterial cannula bedside without success. A code was then initiated, but failed to resuscitate the patient.

Manufacturer narrative:
The tandemheart system components were not returned for evaluation. Per the information provided by the hospital, no malfunction of any of the components of the tandemheart system was observed. The dislodgement of the arterial cannula, which is not supplied or manufactured by cardiacassist, was determined to be the root cause of the incident.